Manufacturer narrative:
The investigation for the reported low flows and the purge pressure issue has been completed. No product was returned for investigation. The logs shows the purge pressure at approximately 400mmhg at the beginning of the case. The purge pressure then rises to around 700mmhg over the next two days. After a purge bag change the purge pressure then increases over 1000mmhg until the high purge pressure alarm is triggered. The bag change procedure is then completed several times in a row and the alarm does not resolve. The purge pressure then begins to decline likely when tissue plasminogen activator (tpa) is given and the issue resolves. The cause of the high purge pressure was most likely biomaterial since the issue resolved with the tpa infusion. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported 78yo male was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that there were low flow and high purge pressure alarms on the device. There were no kinks in the line and the cassette was changed. They were only running sodium bicarbonate and no systemic heparin. Finally, tissue plasminogen activator (tpa) was added to the purge which then resolved the high purge pressure issue. There was no patient harm reported.